Event description:
A leveen needle electrode was being used for therapeutic ablation. During the procedure, the physician performed puncturing and pulling out repeatedly in order for the needle to reach the target lesion. After the procedure, when the needle was pulled out, some of the coating had fallen off.